Event description:
Per the report received from canada, a patient with a valve model 8300ab implanted in the aortic position underwent a valve explant surgery after an implant duration of approximately six (6) years due to severe paravalvular leak (pvl) possibly caused by a failed suture. The device was explanted and replaced with a 25mm bioprosthesis with no reported complications. The patient was discharged to rehabilitation unit.

Manufacturer narrative:
Added information to section a1 (patient identifier), a2 (age at time of the event and date of birth), d6a (if implanted, give date) and h6 (device code(s)). Updated section b5 (describe event or problem), d9 (device availability and date returned to manufacturer), h6 (type of investigation). H3. Device evaluation: the device was returned for evaluation. Report of "pvl and failed suture" was unable to be confirmed. X-ray demonstrated frame was expanded and deformed, commissure 2 and wireform at leaflet 1 were extended/bent outwards. X-ray demonstrated moderate calcification on leaflet 1 and 3 and minimal on leaflet 2. Host tissue was heavy at the frame inflow and moderate at the outflow aspect. Wireform was also exposed around leaflet 1 on the outflow aspect. Sewing ring cloth had multiple cuts around the valve. H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from canada, a patient with a valve model 8300ab implanted in the aortic position underwent a valve explant surgery after an implant duration of approximately six (6) years due to severe paravalvular leak (pvl) possibly caused by a failed suture. The device was explanted and replaced with no reported complications.

Manufacturer narrative:
H11. Additional manufacturer narrative: the device was not returned for evaluation. Attempts to retrieve the device and additional information are in process; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from canada, a 8300ab25 valve was explanted from the aortic position after an implant duration of six (6) years due to severe paravalvular leak (pvl) likely caused by a failed suture. Per product evaluation findings, moderate calcification and heavy host tissue overgrowth were also observed. The patient was experiencing heart failure symptoms. The device was explanted and replaced with a 25mm bioprosthesis with no reported complications. The patient was discharged to rehabilitation unit.

Manufacturer narrative:
Updated section b5 (describe event or problem), h6 (investigation findings) and h6 (investigations conclusions) added information to section h6 (clinical code) corrected section h6 (component code): 439 (cusp/leaflet) replaces 4755 (part/component/sub-assembly term not applicable) h11: additional manufacturer narrative: device dehiscence or suture torn out may occur early or late. When it occurs in the intraoperative period, it is typically a result of inadequate device implantation in combination with friable myocardial tissue. Valve dehiscence is not a malfunction related to a manufacturing deficiency of the device. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the root cause remains indeterminable as no patient or procedural factors known to cause or contribute to svd were reported. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors.